Event description:
Surgeon reported that clip applying forceps broke during surgery. According to him, broken part got into the abdominal cavity of pt. As dr reported, operating staff found it difficult to remove the broken part from the pt's body, due to the lack of suitable instrument, at the beginning. Further attempts of removing it turned out to be successful.